Event description:
It is reported that a protruding fiber metal stung the surgeon's thumb, after cutting that part out he then implanted it.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Eval: the product stated in the complaint was not returned for eval, therefore the exact condition cannot be ascertained. The manufacturing records were reviewed and found to be conforming indicating that the device was manufactured to specification. Exemption: (B)(4). Total of events: 13. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.